Event description:
A patient underwent a trial with evoke spinal cord stimulation (scs) system. Following removal of trial leads the patient reported fluid discharge from the incision site. The patient was evaluated in emergency room, and the incision site was sutured.